Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with moderate ketones that resulted in a hospitalization although bg value and specific date was not provided. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.